Manufacturer narrative:
The sample was returned to the manufacturer for evaluation. The lens was received cut and only one half of the lens was received. The sample was inspected at 10x microscope magnification visual inspection revealed that half of the lens received had what appeared to be viscoelastic residues, surface scratches, surface residuals (fiber/particles) and a bent haptic. The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
We received a report that while attempting scleral gluing of a za9003, one haptic became bent and the other haptic broke off thus the intraocular lens (iol) was not stable. The surgeon cut the iol in half to remove it. The first half was removed successfully but the second half dropped into the posterior chamber. The decision was made to close the incision and have the patient return at a later date to remove the partial iol.

Manufacturer narrative:
Explant date: not applicable, device remains in the eye at this time. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the manufacturing record review was performed. All process operations in the manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. Lenses are 100% inspected at 10x microscope magnification. The documentation shows that the production order was manufactured according to specifications. Product met manufacturing release criteria. Correction: lot number of the emeraldc30 cartridge: cp01113 was available at the time of the initial medical device report; however, it was not included. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.